Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) of 400-500 mg/dl and ketones that were identified as dangerous by a healthcare professional. Cause of elevated bg was unknown. Reportedly the customer was diagnosed with retinotopy. The customer was released 04/21/2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.